Event description:
The tray contains tetracaine hcl. The drug info insert states that it must be refrigerated. The sealed tray has no other directions on it other than to avoid excessive heat. Another co mfg the tetracaine.